Event description:
Hosp advised there was an electric arc in the power outlet and the nurse received an electric shock when using the pump. Nurse went to the emergency room for observation. There was no consequence to the nurse.